Event description:
Reporter states, pt underwent a primary total left knee replacement, but started experiencing pain in the left tibia. Loosening of the tibial component was found. The tibial component was replaced with a compatible component during revision surgery.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed as the device was not returned. Cat # and lot code of the device were na.